Event description:
During an in-clinic follow up, high capture threshold and low pacing impedance were noted on the right ventricular (rv) lead. It was suspected that the cause of the event was due to lead insulation damage. However, no diagnostic imaging was conducted to confirm the supposition. No intervention has been conducted at this time. The patient was stable and will continue to be monitored.

Event description:
Additional information received indicated at a later follow-up, noise resulting in oversensing was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.